Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator displayed an o2 concentration spike during patient treatment. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and no fault was found during a simulated use test. No part was changed and no new events on this ventilator have been reported until this date. Evaluation of the received device logs shows no matching event on the reported event day. At april 21 during the time period 06:11 to 10:03, had several alarms for high o2 concentration. This may correspond to the description of the reported event regarding o2 concentration spikes. The pre-use check was confirmed to be successful both before and after the event. The reported problem could not be reproduced, therefore the cause has not been established in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #:(B)(4). Getinge USA sales, llc (B)(4). Contact person: (B)(6).